Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing on multiple occasions. The user did not remember their blood glucose (bg) level for the past event. However, for the most recent event, the user's bg level was in the 300's (mg/dl). The user addressed bg level with a bolus. The user successfully primed the tubing to remove air bubbles for the past event and changed all the supplies for the most recent event. Reportedly, the user's bg level lowered to target.